Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away around 10:30 at (B)(6) 2019 while wearing the lifevest. The patient was in the hospital and was unconscious at the time of passing. It was reported that the ICU staff was present and initiated resuscitation efforts. Per clinical review of the event, at 10:06:37 the patient received an inappropriate treatment shock while in a sinus rhythm at 95 bpm with non-sustained ventricular tachycardia (nsvt) at 210 bpm and tactile/motion artifact. The post shock rhythm was vt at 210 bpm that further degraded to asystole. The patient remained in asystole until the electrode belt was disconnected at 10:08:40. Nsvt contributed to the false detections. The response buttons were not pressed during the event. There was no device malfunction associated with the event. Per additional review from zoll's in house doctor, the patient was appropriately treated in vt at 185 bpm at 10:06:37 am on (B)(6) 2019. The patient's post shock rhythm was severe sinus bradycardia at 10 bpm with CPR/motion artifact. A non-treatable rhythm was declared at 10:06:55 am. The patient later passed away on (B)(6) 2019 at approximately 10:30 am. The original MDR should not have been submitted.

Manufacturer narrative:
Monitor sn (B)(6) and belt sn (B)(6) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. H.4. Manufacture dates: monitor: 9/3/2015, electrode belt: 12/12/2013.

Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 9/3/2015, electrode belt: 12/12/2013.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away around 10:30 at (B)(6) 2019 while wearing the lifevest. The patient was in the hospital and was unconscious at the time of passing. It was reported that the ICU staff was present and initiated resuscitation efforts. Per clinical review of the event, at 10:06:37 the patient received an inappropriate treatment shock while in a sinus rhythm at 95 bpm with non-sustained ventricular tachycardia (nsvt) at 210 bpm and tactile/motion artifact. The post shock rhythm was vt at 210 bpm that further degraded to asystole. The patient remained in asystole until the electrode belt was disconnected at 10:08:40. Nsvt contributed to the false detections. The response buttons were not pressed during the event. There was no device malfunction associated with the event.